Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the water packet did not have enough water to lubricate the catheter completely. The complainant allegedly attempted to insert the catheter, but was unable to do so; therefore, another catheter was used and inserted without impact.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "¿ release the sterile water from the foil packet. ¿ tip the catheter pouch end-to-end three to six times so the water moves back and forth to thoroughly wet the catheter surface." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the water packet did not have enough water to lubricate the catheter completely. The complainant allegedly attempted to insert the catheter, but was unable to do so; therefore, another catheter was used and inserted without impact.